Manufacturer narrative:
Results: the pusher assembly was kinked approximately 142.0 and 143.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusions: evaluation of the returned device revealed the embolization coil had offset coil winds near its proximal end. If the introducer sheath is not properly aligned in the hub prior to advancement, resistance may be experienced, and damage such as this may occur. The pusher assembly kinks likely occurred due to forceful advancement of the smart coil against this resistance. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating artery using penumbra smart coils (smart coils). During the procedure, the physician successfully placed two coils using a non-penumbra microcatheter. The physician then experienced resistance and was unable to advance a smart coil through the hub of the microcatheter, and therefore the smart coil was removed. The physician re-attempted to advance the same smart coil into the microcatheter, however the same resistance was felt again. The physician therefore removed the smart coil and completed the procedure using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.